Event description:
The surgeon swapped out the poly component of a previous makoplasty unicondylar knee replacement surgery. The surgeon stated that this revision is unrelated to mako. He stated that he wanted to exchange the poly only because he had access to the joint.

Manufacturer narrative:
During a conversation with the makoplasty specialist (mps), it was noted that the pt was undergoing this re-operation to treat a superficial infection. According to the mps the infection had not yet affected the joint nor the implants, but the surgeon felt more comfortable exchanging the poly as a proactive measure.